Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of less than 40mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline. Treatment resolved the issue and no permanent damage. Reportedly, the customer was to be release from the hospital on 8/31.